Event description:
It was reported that the user experienced recurrent low glucose during routine walks while remaining connected to the ilet pump, despite adjusting meal timing and treating lows at the first alert; a glucose value of 63 mg/dl was noted and the user self-treated with oral glucose, with the medical device problem and component not specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.